Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06670. A review of the asset camera head's history was reviewed which indicated the device was purchased on march 27, 2019 with no previous repair records. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. It is assumed that the images were not displayed because the cable could be broken, so that the video communication could not be transmitted to the server. The cable breakage may be due to the user's handling. Olympus will continue to monitor the field performance of this device. To mitigate the damage to the device cable, the instructions for use provides the following: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found that there was no image displayed due to a faulty cable unit. The rear cover failed the leak test, but there was no visible crack. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the image. The image does not appear. The screen does not have a picture. There was no patient involvement. No additional information was provided.